Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. During fill 4 of 5 of therapy, the connection between the patient¿s adapter and third party solution bag came apart and fluid leaked onto the floor. The patient had filled 1859ml of an expected 2500ml at the time of the reported leak. Upon noticing the leak, the patient stopped treatment. The technical support representative advised the patient to cancel their treatment on the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. The patient did not develop any symptoms or require medical intervention following the leak. The patient¿s cycler did not get wet as a result of the leak and did not require replacement. The adapter used at the time of the leak was no longer available for return. The patient has been able to continue with their peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.